Manufacturer narrative:
(B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. No catalog or lot # provided. PMA / 510(k) #: this information is unknown, because the catalog # is unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary:customer returned one (1) used 32gx4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was broken (see attached photo). No evidence of manufacturing defect was observed. The broken pe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken pe cannula is user error when using the pen needle ¿ likely a bending/re-straightening mode of failure. Unable to perform a DHR review due to an unknown lot number for needle clog. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (pe cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for these issues (broken pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the sample was returned after use, the probable cause of the broken pe cannula is user error when handling the pen needle, likely a bending/re-straightening mode of failure.

Event description:
It was reported that a pen needle was found to be blocked. The following information was provided by the initial reporter: "needle blocked."